Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date with unknown blood glucose. The customer¿s blood glucose level was 307 mg/dl. The customer¿s wife reported that they want to change the insulin intake to 3 unit for the customer to take him out of intensive care unit. The insulin pump will not be returned for analysis.